Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that: "suspected helium leak. Customer called hotline to report she feels there is a helium leak on the iabp. No alarms preceded tank depletion but they are needing to change the tank q9-12h. She stated she was able to visualize the o ring, but that staff has been having difficulty getting the helium to sit properly on the iabp. No audible noise from the tank or regulator. They do not touch the knobs but grab the tank and twist off. Resolution/outcome: therapy is otherwise appropriate, and tank exchange is not interfering with delivery of therapy. Plan for patient is CABG this am with likely removal of iab. Recommended the iabp be sent to biomed after use. No patient injury or consequence."

Manufacturer narrative:
(B)(4). The reported complaint for "suspected helium leak" was confirmed by the field service engineer. Replacing the helium regulator resolved the issue. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium leak. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that: "suspected helium leak. Customer called hotline to report she feels there is a helium leak on the iabp. No alarms preceded tank depletion but they are needing to change the tank q9-12h. She stated she was able to visualize the o ring, but that staff has been having difficulty getting the helium to sit properly on the iabp. No audible noise from the tank or regulator. They do not touch the knobs but grab the tank and twist off. Resolution/outcome: therapy is otherwise appropriate, and tank exchange is not interfering with delivery of therapy. Plan for patient is CABG this am with likely removal of iab. Recommended the iabp be sent to biomed after use. No patient injury or consequence.".